Manufacturer narrative:
The issue was resolved onsite, no further analysis took place. No parts were replaced. No parts have been received for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that the navigation system was unable to see the imaging system's trackers during a surgery. The system was restarted which resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.